Event description:
Doctor reported that no bone formation was achieved after a sinus lift procedure with pepgen p-15 and demineralized freeze dried bone. It is reasonable to assume another procedure was performed to achieve desired results.